Event description:
Complaint reporting an internal blood leak of this first use dialyzer. The lead occurred just after the treatment had been initiated. Blood loss reported as 100cc. No further pt injury reported. Sample not available. Mdrfile due t0 blood loss reported.